Event description:
Reporter indicated a vns programming handheld, produced an error message, "unable to establish communication", when interrogating a patient's device. Troubleshooting resolved the issue. Good faith attempts to obtain additional information have been unsuccessful to date.